Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The cannula seal accessory has been returned and evaluated by fa. Fa investigation did not replicate or confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The seal was placed on an in-house cannula and an in-house harmonic ace was attached to the system. The instrument attached to and removed from the system, inserting through the seal, without any issues on 2 of 2 attempts. Excessive bio was observed. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the cannula seal accessory was too tight that it got stucked the harmonic ace. The procedure was completed with no reported injury. On 7/17/2024, isi followed up with the customer and gathered the following information: the instrument and cannula did not need to be removed together but the customer tried so hard to remove it and spent a lot of time. There was a pin sticking out. No fragment fell inside the patient. Port incision size was not increased. The instrument was inspected prior to use and appeared normal.

Manufacturer narrative:
Follow up was performed with the customer and additional information was obtained. It was confirmed the instrument associated with this complaint and used with the cannula seal was a medium/large clip applier and not a harmonic ace instrument as previously reported. Refer to MFR report number 2955842-2024-17537 for details related to the medium/large clip applier instrument.

Event description:
Refer to h10/h11 for follow-up information.